Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - aviva meter - system 1 - serial number - (B)(4). (B)(6) ¿ aviva meter - system 2 - serial number ¿ (B)(4).

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 257 mg/dl on customer¿s aviva meter (system 1) and 131 mg/dl daughter¿s aviva meter (system 2). Same vial strips used with both meters. No serious injury reported. Requested return of suspect device and replacement was sent.